Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratched display window.

Event description:
Customer called to report the insulin pump had a blank display. Blood glucose reading was 178 mg/dl. The customer did not have another battery there to perform troubleshooting. Advised that the insulin pump will be replaced with a loaner. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.